Event description:
It was reported that during an emergency interventional procedure to the middle, right coronary artery with heavy tortuosity, heavy calcification and small caliber, the asahi prowater flex 180 guide wire was advanced through the lesion. The 2.5 x 12 mm trek rx balloon dilatation catheter was advanced, inflated and deflated. On withdrawal of the balloon catheter, the trek and prowater felt stuck together. All devices were removed from the patient. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Device evaluation: observation of the returned guide wire revealed a round bend deformation within its tip approximately 20 mm and a slight coil gap at 7 mm from tip end. No other notable deformation or irregular was observed. The guide wire diameter check revealed no deviation from product specifications. The shaft diameter and coil diameter were both within its specifications. Investigation of hydrophilic polymer coat over the coil section revealed abrasive damage, which was presumed to be the result of abrasive friction during use of guide wire. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.the trek rx is being filed under a separate MFR number.the device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.